Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned, and investigation completed by product analysis on 17-apr-2019 with the following findings: review of the black box data revealed one record of the pump rebooting recorded. On investigation, the returned battery cap was intact and without damage. The returned battery cap was able to attach securely to the pump. The pump powered on normally and was exercised without any interruption in power. Investigation did not duplicate the complaint. Moisture was confirmed in the pump, behind the display lens and in the pump¿s interior compartment on the printed circuit board due to moisture ingress through a crack in the pump case confirmed by leak testing.